Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer's blood glucose (bg) ranged from 200 mg/dl - high (specific value not provided). Customer gave a manual injection to address bg level. Reportedly, multiple cartridge changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections.